Manufacturer narrative:
An event regarding knee loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical records evaluation not performed as no items were returned. Device history review: indicated all devices accepted into final stock met specification.. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Aseptic loosening of a triathlon primary knee. The implants were removed and replaced with a triathlon ts knee.

Event description:
Aseptic loosening of a triathlon primary knee. The implants were removed and replaced with a triathlon ts knee.